Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Cts arranged for the pump to be replaced and instructed the caller to switch to multiple daily injections as a temporary backup therapy. A new replacement pump was sent, and the caller was advised on the necessary steps for returning the faulty pump and receiving the replacement.